Manufacturer narrative:
Customer had resolved her issue by discontinuing use of the pump in style breast pump and changing to a new pump, type and MFR not identified. Medela customer service rep has requested the defective pump in style breast pump be returned for eval. The defective pump in style breast pump has not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. On (B)(6) 2013, clinical assessment stated customer had resolved her issue by discontinuing use of the pump in style breast pump and changing to a new pump, type and MFR not identified. This issue is resolved with no permanent adverse effects to the customer. No further f/u necessary. This issue with suction high for the pump in style breast pump is currently being investigated under(B)(4).

Event description:
Customer reported that the suction was too high with the pump causing bleeding, pain, and issues with her milk supply. Doctor had treated her injury with antibiotics.